Event description:
It was reported to covidien in late 2008 that a customer had an issue with a dialysis catheter. The customer reports that the patient had a catheter that tore at the end of the beta adapter. The catheter was cut and a new beta adapter was placed. Catheter was pulled, and patient has to receive hemodialysis until his peritonitis is resolved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.